Event description:
It was reported that within a week of implant, the device exhibited high impedances on both the atrial and ventricular channels, and oversensing was seen. Follow up indicated that it was not possible to determine the cause of the high impedances or oversensing. The patient's number of intervals to detect was reprogrammed, and the device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.